Event description:
Procedure type: lap chole. According to the reporter: during the second firing, the clip was malformed. The tip of the clip was slightly closed at loading. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).